Event description:
A surgeon reports that after inplanting an intraocular lens (iol) into the eye, a mark was noted on the surface of the lens. The incision was widened to facilitate removal of the lens and a second iol was implanted. Additional information has been requested.